Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a ventral hernia repair, a mesh was used on patient. Postoperatively, seroma was observed during three month follow up examination. Patient is currently recovering.